Manufacturer narrative:
Evaluation results: inherent risk of procedure - (stroke). Evaluation conclusions: known inherent risk of a procedure - (stroke). (B)(4).

Event description:
During index procedure, the patient had two endeavor drug-eluting stents implanted one to the rca and one to the rpd. Approximately 38 months post index procedure, the patient suffered a stroke. Patient was hospitalized and treated with medication. Investigator indicated that the reported event was not related to the device. Patient was taking asa prior to reported event.